Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the prime and excessive no delivery test. The device was received with cracked display window corner and minor scratched display window.

Event description:
Customer reported his insulin pump is alarming no delivery non stop. His trainer said the device was defective. Customer's blood glucose is 300 mg/dl. He treated with the device and a manual injection. Customer declined troubleshooting and wanted the device replaced. Nothing further reported.